Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately low. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began 3-4 months ago, approximately (exact date/time not known). The patient tested on the subject meter and observed a value of "160mg/dl" and then tested on another meter (brand unknown) within 30 minutes and observed a value of "180mg/dl." Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=30% and/ or <=30 mg/dl. The patient manages his diabetes with an unknown type/dose of self adjusting insulin and reported that in response to the alleged readings he increased his dose of insulin by 2-3 units. Approximately 3-4 hours after testing, the patient claimed he developed symptoms of "feeling shaky" but despite his symptoms, he denied receiving any form of medical intervention. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims he obtained an inaccurate reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (07/26/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/19/2013 and 7/24/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed.a DHR (device history record) was completed on 04/24/2013 for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1 (08/05/2013)-product evaluation: the test strip retain has been evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the analysis of the test strip retain was normal. No issues were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.